Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep was unable to duplicate the reported problem. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a motion error message. No pt injury was reported.